Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with an unspecified mentor breast prosthesis developed capsular contracture (baker grade unknown) post implantation. As a result, the patient underwent bilateral explantation and replacement with gel breast prostheses on (B)(6) 2018. The suspect medical device was discarded following explant surgery. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.